Event description:
The a3059 mayfield composite series skull clamp slipped and lacerated a (B)(6) male patient who was undergoing a craniotomy for a tumor. The patient was in prone position and the incident occurred prior to draping so no repositioning had occurred. The patient was pinned with a1072 adult disposable skull pins and two (2) members of the staff heard an audible click and then the patient¿s head started to fall. The staff was able to catch the head before it fully dropped. There was a small laceration on the scalp which was treated with sutures. The skull clamp was removed and another placed.

Manufacturer narrative:
Integra has completed their internal investigation on 01/12/2017. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: engineering was not able to confirm the customer complaint as the statement was broad. Thus, engineering inspected the part¿s lock/unlocking mechanisms and torque screws¿ output forces. The skull clamp was mounted onto their fixture and got assembled with a wooden block. The starbursts threads from both sides worked perfectly. The skull clamp¿s lock/unlock mechanism work fine as intended. Also, the skull clamp¿s rocker/swivel interface rotates smoothly on its axis. The torque screw was subjected to test procedure, tp1419, where the pressures were checked at 20, 40, 60, and 80 lbs. At intervals +/- 4 lbs. Deviation and it was within specifications: the device history record for the unit(s) listed in this complaint under lot code/work order: (B)(4) on 03/01/2016. A total of (B)(4) were produced of this lot. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. No manufacturing or design related trend has been identified. Conclusion: engineering was not able to confirm the customer complaint about the skull clamps ¿slipping.¿ all the inspections necessaries were performed and none of the characteristics malfunctioned. This issue will be monitored for trending.